Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6)2025, the user reported being disconnected from the ilet for 3¿3.5 hours while swimming. Upon reconnecting, their dexcom g7 continuous glucose monitor (cgm) showed ¿not connected¿ on the ilet. The user changed out the sensor, but received a ¿sensor failed¿ alert, requiring another sensor change, which was in the process of pairing during the call. The case was warm transferred to dexcom. The user's highest blood glucose (bg) recorded was 400 mg/dl. Bg could not be corrected during the event. No symptoms during the event were reported and no prolonged out-of-range period requiring outside assistance or medical intervention was reported at the time of call.